Manufacturer narrative:
The patient age was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(4) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year and 11 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient reported dizziness and was seen in clinic with low flow alarms. The CT angiogram demonstrated new severe stenosis (>90%) of the outflow cannula due to thrombus (2mm residual luminal diameter), and new moderate stenosis (50-75%) of mid/proximal portion of outflow cannula; ejecction fraction 18%, mitral valve annuloplasty and transthoracic echocardiogram was performed with the aortic valve opening 1:1. On 04apr2018, the patient was given a heparin infusion. No further information was provided.